Event description:
It was reported that surgeon revised pt's left knee due to severe flexion contraction. While doing the revision, surgeon discovered the ps tibial insert post was broken off. Replaced with a mrh hinge knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.